Event description:
The infusion pump was received at the service facility with information describing that channel one was involved in an overdelivery. Reportedly the rate was set at 25 ml/hr with a vtbi of 200 ml. After 2 hr and 20 min. The 200 ml bag was empty, however the pump displayed a vtbi of 121 ml. No additional clinical information was able to be received. The type of solution is not known. No patient injury was reported.